Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. This also affects the battery contacts on the circuit board. This can also cause the complained error. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The customer complained of an issue with their coaguchek xs pro meter serial number (B)(4) that may impact the interpretation of their results. The customer stated that initially, the meter was not working so they changed the batteries. While changing the batteries residual corrosion was noted on one of the springs. The meter turned on and the customer performed a meter display check. The customer stated that they could see missing segments on the first "8" of the expected "888" image that should be displayed. This could impact the interpretation of patient results. The customer also stated that the screen appears shaky. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation and a replacement meter was sent. The meter was returned and during the investigation, the meter would not power on.